Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 6000 c (501) module. The patient's initial calcium result was not reported outside the laboratory. The customer recentrifuged the patient's sample and performed repeat testing on the same cobas 6000 c (501) module. On (B)(6) 2022, the patient's initial calcium result was 13.18 mg/dl. On (B)(6) 2022, the patient's repeat calcium result was 9.33 mg/dl. The calcium reagent lot number was 562690 with an expiration date of 30-sep-2022.

Manufacturer narrative:
On the date of the event, the customer's calibration and qc results were within the acceptable range. The customer performed qc after the event and had results outside of the acceptable range. Based on the provided data, a general reagent issue could be excluded. The customer confirmed there were no visible foam, clots, or fibrin visible in the patient's sample. The field service engineer performed hardware checks and had passing results. He replaced the reagent probes and had acceptable carryover check and precision results. He confirmed the customer's water system had an issue with the conductivity and tested positive for bacterial growth. The investigation reviewed the system's alarm trace and found "abnormal probe sucking," "abnormal sample aspiration," and "abnormal sample probe movement" alarms suggesting pipetting issues. The investigation determined the service actions resolved the issue.